Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the cartridge on the pump was empty. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline to address the issue. The customer was released the same day with the issue resolved and no permanent damage. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.